Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet with a dexcom g7 continuous glucose monitor (cgm) experienced a high cgm reading up to 300 mg/dl for about three hours after breakfast while using a teflon inset 23 in infusion set on the stomach, with the individual noting they ate more carbohydrates than usual and sought guidance on whether to re-announce the meal; customer care advised allowing the system¿s corrections to address the high. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect method of meal announcement, and that the issue pertained to user interface interactions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The glucose value had decreased to 193 mg/dl and was trending down by the end of the interaction.